Event description:
It was reported that the customer had issues with the keypad of the insulin pump. Customer reported that there was water on the screen of the insulin pump. Customer stated that they took out the battery and when they placed it back into the insulin pump, there was a battery out limit message. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.